Event description:
It was reported that during the preparation for a coronary artery stent treatment procedure, stent damage was noted. It was noted that during preparation, when the 3.00x8mm liberte bare metal stent was removed from the package, "the strut was lifted". The procedure was completed with another of the same device. There was no patient contact with the stent delivery system (sds). The patient disposition was reported as "ok".